Manufacturer narrative:
(B)(4). Concomitant medical products: 11-103203 taperloc por lat fmrl 9x137 667660, 11-173663 m2a 38mm mod hd +3mm nk 421620. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05773 taper, 0001825034 - 2019 - 05775 head.

Event description:
It was reported by 411 group that patient underwent left total hip arthroplasty sixteen years prior. Subsequently, patient may undergo a revision on an unknown date due to squeaking, discomfort and cysts in pelvis. Sales rep was inquiring about implant records. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 corrected: d5 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.